Manufacturer narrative:
(B)(6).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning on the battery oscillator device. It was noted that the device had no function. It was further determined that the device failed pretest for functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.